Event description:
It was reported that, "the patient was experiencing instability of his total knee replacement. Surgeon performed knee arthroscopy, at which time, he retrieved the fractured of post from the implanted ps insert."

Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted in the supplemental report.